Event description:
The customer received a control reading of 151mg/dl. While checking the memory of the meter it was discovered that the reading was not marked as a control test, which could potentially be interpreted as a blood result. No adverse event was alleged. The meter, strips and control solution were replaced and the customer is expected to return his products for evaluation.